Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that approximately ten days after the sheath was placed, the side arm was found separated from the hemostasis valve in the pt's room. The side arm was connected to a transducer and the insertion site was the femoral artery. There was no reported delay, death or complications to the pt. Additional info received on (B)(6) 2011 from (B)(6) stated the sheath was inserted through the femoral artery to measure arterial pressures using a transducer. After the sheath was inserted in the cath lab, the pt was in their room where the event occurred. Only a small amount of bleeding was seen. The sheath was used for a treatment and later used for measuring arterial pressures. The user reattached the side arm to the valve and used it.